Manufacturer narrative:
Per the following: department of health and human services public health service food and drug administration center for devices and radiological health medical device reporting (B)(4) subject: report number: 1220246-2020-01582 dear vik bajnath, we received the report(s) referenced above concerning one or more adverse events involving your device. To complete our evaluation of the event(s), we request the following information. 1. MDR number referenced above identifies the device as the arthrex angel prp kit; however, the report cites bk110066 which is for a container for collection and processing of blood/blood components. Please clarify what device is the subject of this MDR. The following change has been made to the supplemental report for 1220246-2020-01582: section g4/g5 will show a 510(k) of bk180180.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a prp injection, the abs-10061t, malfunctioned. The cassette portion of the kit broke when it started spinning and the blood drained into the machine. The facility ended up losing all the blood that was drawn but the surgeon wanted to go ahead and try again with a second kit. The second kit was successful. Additional information requested on 12/30/2019. Additional information received 12/30/2019: it was reported that during an arthroscopic meniscal repair with prp injection, the abs-10061t, malfunctioned. The cassette portion of the kit broke when it started spinning and the blood drained into the machine. The facility ended up losing all the blood that was drawn but the surgeon wanted to go ahead and try again with a second kit which was successful. It was found that blood splattered onto the surrounding walls and around the cart that the angel machine was sitting on. The rep cleaned the walls, cart, and surrounding areas with towels and cleaning solution. The rep also cleaned the blood that was in and on the angel machine with towels and cleaning solution.